Manufacturer narrative:
The actual device has been returned and is currently pending eval. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This device was returned in response to a field corrective action (fca). The fca addressed the incorporated of a pressure relief valve into the hose assembly of devices manufactured before a design change that became effective on may 13, 2009. During pre-testing of the returned device, it was discovered that the device had the teflon seal coming out, could not secure the cutter/burr, the set screw and the motor were loose, low rotations per minute, loud noises, and an oil leak from an unk location. The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available info has been disclosed. If add'l info should become available, a supplemental medwatch report will be submitted accordingly.